Event description:
It was initially reported the health care provider was unable to titrate the patient post implant. The patient was reported to be "very loose" and had not left the hospital since the implant. In 2008, it was further reported that the patient had a change in therapy effect following the new implant and was experiencing "altered mental status". Prior to the pump change, when it was indicated that the battery "was starting to die", the patient "would wake up for 4 to 5 days at a time." During these awake periods (dates and frequency were not specified), the patient was emotionally responsive, alert, and able to recognize family members. Since the new implant, the patient has no longer had these periods where she is awake. It was also reported that the patient had the initial baclofen pump implanted in 2002 following a car accident and that the patient had been non-responsive since the accident. The patient also has a shunt for hydrocephaly and was reported to be a "non-verbal brain injury patient". There was question as to the compatibility between the patient's programmable shunt-baclofen pump interaction. It was also reported, there had been no change to spasticity control or pump therapy noted between pumps and there had been no therapy or dosing issues prior to the pump replacement. The concentration and daily dose of baclofen being delivered via the pump were not reported. It was indicated, however, that the same concentration and dose were used for the new pump. Follow-up indicated the patient had her shunt changed to a nsc valve with a new smaller lumen catheter. The patient seemed to be improving.

Manufacturer narrative:
See scanned page.